Event description:
It was reported that, the doctor removed the existing cup 2062-0058 the cup had migrated to a vertical position. The c-taper head was removed. The cup was then reamed to a size 62g and the tritanium cup was then implanted. The 40 liner was then implanted, and a c-taper 40mm +0 head was placed on the existing hip stem. The surgeon then checked on stability and the case was closed.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested but not made available. Should add'l info become available, the eval summary will be submitted in a supplemental report.